Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test on (B)(6) 2018 due to the "replace sensor" message displayed on the day of applying an adc freestyle libre sensor. Customer further reported she experienced tremors and perspiration. Customer was diagnosed with severe hypoglycemia and was treated with glucagon injection and oral sugar by the healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test on 09-oct-2018 due to the "replace sensor" message displayed on the day of applying an adc freestyle libre sensor. Customer further reported she experienced tremors and perspiration. Customer was diagnosed with severe hypoglycemia and was treated with glucagon injection and oral sugar by the healthcare provider. There was no report of death or permanent impairment associated with this event.